Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that only the stent was damaged.

Event description:
Medtronic received a report that a pipeline failed to open distally and was damaged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery c6 segment with a max diameter of 5mm and a 4mm neck diameter. The landing zone was 3.5mm distally and 4.5mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the right femoral artery with a diameter of 9mm. The angiographic result post procedure showed slowed blood flow in the aneurysm. It was reported that after the phenom microcatheter was in place during the surgery, a pipeline stent was selected to be delivered to the m1 segment. After withdrawing the microcatheter to deploy the stent for a distance, the stent did not open. After retrieving and deploying it once again, it still did not open well. After appropriate pushing and pulling, it still could not open completely. Then it was resheathed and removed from the body with the microcatheter for inspection and was found that the stent tip was damaged. Another stent and microcatheter were used and the surgery was continued. The stent and microcatheter with damaged tip were returned. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other device required to open the pipeline. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 8f guilding guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #707311029:¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ drawing(s) referenced: n/a ¿ as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact with no signs of elongation. The distal and proximal ends of the braid were found opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed, as the distal and proximal ends of the braid were opened and frayed. However, the cause for failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. The customer reported that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, which rule these out as potential causes. In the event, the damage to the braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.